Event description:
The customer contact reported the touchscreen needs calibration, cannot access the "mode" but possible to access the "select cca" by pressing below the button. There were no reports of any pt involvement, adverse pt events, or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was found the device touchscreen was out of calibration. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.